Event description:
A user facility reported to olympus that no video was present when using the olympus, model cv-190, evis exera iii video system center with olympus, model series 180 scopes. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, several non-reportable phenomenon such as a rusted chassis, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of images not being shown in combination with the 180 scope could not be identified. However, it is likely the cause is related to a faulty patient board set. Olympus will continue to monitor field performance for this device